Event description:
Pt had silicone implants done at an unknown time at an unknown institution. Implant info is unavailable. Pt recently presented to physician's office with c/o pain. Elected for removal and replacment of implants. Implants were given to pt post-operatively.